Manufacturer narrative:
The device has not been received to date. The customer¿s olympus sales representative called olympus technical assistance center (tac) support to troubleshoot. The customer¿s olympus sales representative was instructed to power off cv-190/clv-190 reseat light source cable on both the cv-190/clv-190, exercise tab at 12 o'clock on the clv-190 socket, power on without scope connected, continues to flash and replace the light source cable with a known working tower. The customer¿s olympus sales representative will call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported to olympus during a unknown procedure, unable to white balance on the evis exera iii xenon light source and the lamp meter was at 500 hours. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel blinking could not be identified. However, it's likely the cause is related to a defective light source cable or a bad connection. Olympus will continue to monitor field performance for this device.